Manufacturer narrative:
The device was manufactured august 9, 2017 - august 10, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the device was completely empty after 19 hours. The device had been filled with fluorouracil in 0.9% sodium chloride solution to a total fill volume of 96ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.